Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a right lower extremity interventional procedure using a 6f sheath. Reportedly, a suture break occurred with two prostyles. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported suture separation and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.